Event description:
Facility was informed that a nurse had an allergic reaction to a mattress lover. Upon investigation, the nurse believed the reaction was due to the foam pads which fit over the side rails of the huntleigh bariatric bed frame.